Event description:
It was reported by provider that the rim came off of the drive wheel of the (B)(4) power chair while the end user was out on a side walk. The provider also states the end user complained the other drive wheel felt funny but could not confirm.